Event description:
A review of service data detected a reportable event. During servicing, battery charger (B)(4) was found to have a defective power adapter. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The charger was found to have a defective power adapter. The root cause of the defective power adapter cannot be positively identified. Once the power adapter was replaced, the unit was fully functional. The last pt to use this battery charger did not report any deficiencies. No adverse event resulted from the defective power adapter.